Event description:
The iab was inserted into the patient on 1/8/97 after iabp for about ten days, the "high pressure" alarm sounded from the pump and 30 minutes later, the "gas loss" alarm sounded. Then, blood was noted in the tubig and the iab was removed. There were no complications reported from the event. The contact stated that the patient held pressures one day and a half. The patient's pressure fell slowly and the patient went on the expire on 1/20/97. On 2/7/97, datascope received the mandatory medwatch form from the user facility; uf/dist report #100209-1997-0001. The following was reported; the iab was inserted at another hospital on 1/8/97. On 1/17/97, the balloon pump began to alarm sending the message "high pressure." No kinking or bending of the catheter was noted. The catheter was observed to have blood in the line and the pump was stopped. The catheter was discontinued by the physician. Event complications: unk - reported 1/20/97, 2/7/97; none - reported 2/12/97. Patient's current status: expired - rpt'd 1/20/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738, position 2: 1701 and position 3: 1738.